Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited sensed signal very shortly after the v sensed signal. The ra lead was suspected to be dislodged and was later revised. During the revision the right ventricular (rv) lead exhibited high impedance. 1 day post ra lead revision the rv lead impedance was back within normal limits. The leads remain in use. No patient complications have been reported as a result of this event.